Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose events, low blood glucose events, and that there were air bubbles in their infusion set. The customer's blood glucose at the time of the event was 48 mg/dl and 259 mg/dl. The customer treated with carbs and manual injections. The customer indicated that these events occurred after eating. The customer declined troubleshooting for the high and low blood glucose events. The customer stated that they believe it is due to the pump settings and that they will review the settings with their health care provider. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.